Event description:
I used renu with moisture loc contact lens saline solution from approx 03/01/05 to 06/22/05. I currently have flaking around cornea. Redness in the eye, discomfort to the eye and dropping eyelid. Vision in the right eye is very impaired. I am still in the process of finding out whether or not the eye can be repaired. I have been treated by a local ophthalmogist who wants me to go to a specialized eye hosp.